Event description:
On (B)(6) 2010, patient reported the adhesive on his infusion sets will not stick. Patient stated this will happen one out of five boxes that he receives. Patient reported the box prior to this one, the adhesive was okay. Patient stated when he received the box the paper backing was peeled off a little. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.